Event description:
Vns patient passed away. Neurologist indicated that sudep was the suspected cause of death. The patient was receiving vns therapy at the time of death. Further follow-up revealed that the patient had two small seizures and one grand mal seizure requiring hospitalization approximately two months prior to death. The patient was reportedly seizure-free following hospitalization for the grand mal seizure until approximately one month prior to death when they were hosptialized again for seizures and discharged five days later.